Event description:
(B)(4) reviewed. When the catheter was connected to the cable, the image displaying was poor. The catheter was removed and a new catheter was inserted. The new catheter showed good image. No injury to the patient.